Manufacturer narrative:
The company representative examined the system and replaced the supervisor module (to address the reported event). The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that a system message displayed and the unit shut down in the middle of a vitreo-retinal procedure. They were able to restart the system, but it kept locking and the system message would not clear. The procedure was completed with a backup machine following a five minute delay. There was no harm to the pt.